Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio, therefore service (if necessary) is not available. Physio-control advised that due to the age of the device and lack of serviceability, that replacement of the device is recommended. The device has not been returned to physio-control for evaluation. Physio contacted the customer to obtain device disposition and the customer advised the device has been removed form service and will be scrapped. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed "abnormal energy delivered". The customer advised physio that the device had no energy output and the device intermittently would not complete a charge cycle. As a result, no defibrillation therapy would be delivered, if it were necessary. The customer was contacted to obtain device serial number and disposition. The customer advised physio that the serial number was not available and the device was removed from service and scrapped. There was no patient use associated with the reported event.